Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of the customer that the device, 2001m, padpro:ad;rtrans el, 12x7 was being used on (B)(6) 2022 during a coronary artery bypass graft x 4 procedure and ¿we had a padpro ref# 2001m arch during a code. The patient was not harmed. We have been able to sequester the pads but we do not have the outer packaging. We did however look at the lot numbers of the pads in the hospital and have identified three different ones.¿ since the exact lot number is unknown lot y03022005 will be reported. There was no impact or injury to the patient. The procedure was completed. After further assessment it was found that no fire or flames were observed. ¿only black (soot) marks on the pads and skin that easily wiped away¿. Duraprep was used and ¿we always seal off the top edges with a tegaderm prior to prepping so no prep will seep into the area between the pads and patient skin¿. The patient's hair was clipped preop, the site where the pad was applied was dry and the pad was fully adhered to the patient. The patient was discharged home. There was no medical/surgical intervention required and no pro-longed hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
3 possible lot numbers were given by the reporter, but it is unknown which lot was involved in the event. Manufacturer narrative: received one 2001m in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there is charring where the wiring connects to the padpro. A two-year lot history review was conducted and found no similar events reported for this failure and lot number. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: always apply electrodes to flat areas of skin. If possible, avoid folds if skin such as those underneath the breast or those visible on obese individuals. Inadequate pad adhesion can lead to arcing or skin burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 2001m, padpro:ad;rtrans el, 12x7 was being used on (B)(6) 2022 during a coronary artery bypass graft x 4 procedure and ¿we had a padpro ref# 2001m arch during a code. The patient was not harmed. We have been able to sequester the pads but we do not have the outer packaging. We did however look at the lot numbers of the pads in the hospital and have identified three different ones.¿ there was no impact or injury to the patient. The procedure was completed. After further assessment it was found that no fire or flames were observed. ¿only black (soot) marks on the pads and skin that easily wiped away¿. Duraprep was used and ¿we always seal off the top edges with a tegaderm prior to prepping so no prep will seep into the area between the pads and patient skin¿. The patient's hair was clipped preop, the site where the pad was applied was dry and the pad was fully adhered to the patient. The patient was discharged home. There was no medical/surgical intervention required and no pro-longed hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.